Event description:
Additional information received from the patient reported that they had notified the physician about the issue. From day 1 the doctor installed the device in the left buttocks and it caused more damage. The patient had pain just sitting and it was digging into her spine. The fusions were done l5-l4 and l4-l3. If the patient slipped or slapped her hand she could feel it all the way up and through the neck. After complaining for a year the doctor moved it to the lower left back. A manufacturing representative (rep) helped to get the unit moved and she was astonished that it had been put where it was.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that when the original implantable neurostimulator (ins) was put in the patient's left buttock, it should not have been put there. When the patient sat down, it put pressure on his lower spine. As a result, the healthcare professional had to do a fusion and the ins was moved up from the patient's buttocks on (B)(6) 2011. If additional information becomes available, a follow up report will be sent. The patient's indications for use included multiple back operations.